Manufacturer narrative:
Medtronic received additional information from this physician that prior to the replacement procedure, this patient presented with progressing shortness of breath. This ring was explanted and replaced due to mitral stenosis and severe mitral regurgitation. No other adverse patient effects were reported. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No true root cause could be determined.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that four years, eleven months post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a mitral valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.